Manufacturer narrative:
No injury reported. Device is reported as noisy and has an alleged burning smell. Nature of complaint suggests device may have been dropped. Device is thermally protected, there is no history to suggest a product problem. MFR is attempting to obtain the product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed.

Event description:
The dealer alleges the unit is really loud and had a burning smell. No injury is alleged.